Manufacturer narrative:
The reported complaint of separation was confirmed. No product samples, or videos were received for investigation. However, images were provided by the customer showing a safeset separation and a breakage at the squeeze flush device. Without the return of the reported sample, a probable cause could not be identified. The device history review for lot 13909878 was reviewed and no non conformities were found that would led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Event description:
The event involved a transpac¿ IV quad monitoring kit w/03 ml squeeze flush devices, stopcocks, needleless valve and arterial pressure tubing where it was reported that the quads transducers were broken during use on patients in the cvic (cardiovascular intensive care unit). There was no patient harm associated with the event.